Event description:
It was reported that this right ventricular (rv) lead was in inserted into the device header, noise oversensing was present and was believed to be related to air in the header. The rv lead was removed and reinserted into the header, without further noise observed. Provocation maneuvers were performed, and the rv and right atrial (ra) lead leads and can were inspected. Blood was present in the header and was cleared out. The leads were tested in the device, and while all measurements were in range. Fluoroscopy was then performed and leads removed from the header and tested on the psa, with all measurements were again within range. The physician subsequently chose to replace the ICD during the implant procedure, this rv lead remains in-service. No adverse patient effects were reported.